Event description:
Tampon string broke when I pulled it out [device breakage]. Case narrative: consumer reported via email that the tampon string broke when she pulled it out. No injury was reported.

Manufacturer narrative:
There is insufficient information to perform a product investigation.